Manufacturer narrative:
Additional information was provided to us indicating that the system was not inaccurate, hence the complaint is no longer reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A1,a2,a4: patient information was not available. D4,h4: the system serial number and manufacture date were not available. E1: the initial reporter and facility information was not available. H3, h6: no parts have been returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an issue alleged during a revision case to extend the fixation on l2 and l3. There was no abnormalities observed during the pre-op setup and built in self test, and screws were placed at l2 and l3. The surgeon noted that the screws at l2 and l3 were a lot shorter than the plan. The surgeon noted that the the actual screws put in were shorter as compared to the plan in recent cases. There was no patient harm reported.